Event description:
The hospital reported that during a procedure, the patient sustained injury. There was no other information obtained from the hospital.

Manufacturer narrative:
The device in question was not returned to olympus for investigation. Several attempts were made to obtain additional information from the hospital, but no result. Therefore, no conclusion can be drawn at this time. This report is being submitted as an MDR in an excess of caution, however, if additional and relevant information becomes available at a later date, a supplemental report will follow.